Event description:
Pt had c6-7 anterior cervical diskectomy and fusion. The cervical fascia and platysma were closed with 3-0 absorbable suture and skin edges approximated with 4-0 undyed absorbable suture. Date of surgery 8/31/94. On 9/6/94 pt was readmitted with surgical wound infection. Cultures revealed the infecting organism to be actinomyces. In spite of treatment, the infection has continued to progress.